Event description:
It has been reported to philips that the system's flexvision computer was unable to boot, stalling at the boot timer and preventing a full system boot. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the planned treatment procedure. The procedure was aborted. The philips remote service engineer (rse) inspected the system remotely and analyzed the log files, which indicated communication issues with the flexvision pc. During troubleshooting, the field service engineer (fse) identified that, upon system startup, the system was stuck at the 00:00 countdown timer. Further review of the system log files confirmed that the host pc was unable to establish communication with the flexvision pc. The defective flexvision pc was returned for analysis, which concluded that the dimm slot, intrusion detection, and battery components were defective. To resolve the issue, the fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.